Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was selected for implantation using an amplatzer torqvue delivery system. During the procedure, the device deformed into a cobra shape. The device was replaced with another 10mm amplatzer septal occluder. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A 7f sheath, larger than the recommended size, was used to deliver the device, which could have contributed to the reported event. However, based on the information received the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling. Per the instructions for use ,artmt600034451 rev. C , " the recommended size delivery system for use with a 10 mm amplatzer septal occluder is a 6f."